Event description:
Analysis of the usb cable was completed on 07/30/2015. Pa did not identify any loose fitting connections when connected to a known good wand and tablet. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's programming tablet was giving an "unable to open port" error message. Troubleshooting was performed by replacing the usb cable which resolved the issue. The faulty usb cable was received for analysis. Analysis is underway, but has not been completed to date.